Event description:
Facility alleges a blood leak occurred during treatment. Dialysis was discontinued and the blood was not returned to the pt. Estimated blood loss was due to blood left in the dialyzer and blood lines when discarded. No serious injury or medical intervention reported as a result of this event. This event involved one pt.